Event description:
The complainant reported the gastrostomy tube's balloon deflated and the tube fell out. The tube fell out in (B)(6) 2012; however, the insertion date is unknown.

Manufacturer narrative:
(B)(4). The patient's date of birth was provided only as 1942. The date of event was provided only as january, 2012. The month and day are unknown. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.